Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d9; g3; h2; h3; h4; h6 visual examination of the returned product identified no damage to the outer radius of the shell. The inner radius of the shell had scratches and scuffing around all four holes. One of the low-profile holes an indentation around the lip. The outside diameter of the shell was checked and found within specification. The three low-profile holes were checked and found to be in specification. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: screw has been inserted and has passed through the cup into the acetabulum and is not providing cup fixation. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that during the procedure, the surgeon inserted the screw into the cup. When checked intra-operatively, the screw had gone through the cup. The liner was removed and the screw pulled out from inside the cup and then the cup was removed. The surgeon inserted a new cup and screw to complete the procedure. After the procedure, the first screw and cup used were checked again and it was found the screw could be inserted through the first right screw hole if pushed hard enough. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 00625006520 lot: j7555005 bone screw self-tapping. G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.